Event description:
It was reported via that the cot was positioned at half height, when the patient laid on the cot the head end dropped to the ground. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Third party evaluation.